Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism fell off of one unit when trying to activate it over the needle. Also, the safety mechanism could not be activated on two units as the needle was stuck and could not be used. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. Functional tests were conducted on 20 retained samples for defective locking mechanisms and hub/collar separation, and all passed without signs of damage or separation during activation of the safety shield. Additionally, 30 retained samples were visually inspected for bent cannulas, and all samples passed as there was no evidence of bent IV cannulas. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: breaks off and defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism fell off of one unit when trying to activate it over the needle. Also, the safety mechanism could not be activated on two units as the needle was stuck and could not be used. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.